Event description:
It was reported that the physician felt a "snap" when removing a stylet from the lead body at the implant procedure. The lead was never inserted inside the patient. The physician did not use the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).